Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure (facetectomy with phacoemulsification) a problem occurred with the preload system of the intraocular lens (iol), which caused the piston of the injector to pass over the iol, resulting in the lens being cracked in the middle and the handle being defective. Consequently, the lens was lost due to a failure in the injection system. A replacement iol was implanted. Through follow-up, we learned that the lens was not delivered into the patient's eye, only the cartridge was in contact with the patient's eye. No resistance was observed during use. The directions for use were followed. The patient is fine. No further information was provided.